Event description:
It was reported the pt's device system was removed due to infection. No pt symptoms were reported. Add'l info has been requested but was not yet available as of the date of this report.

Manufacturer narrative:
.